Event description:
The account reported a broken sensor of the waste outlet tube assembly (installed on the cell-dyn 1700 analyzer). No injuries or exposure were reported. The customer has been emptying the waste jug manually before and after each shift. The customer refused to replace the waste line assembly due to a planned replacement of the cell-dyn analyzer. No impact to patient management was reported.

Event description:
Patient revised for clicking in hip.

Event description:
The customer stated an architect i2000 analyzer generated error code 1007, unable to process test, when reaction vessels of lot 62616p100 were in use. The issue was resolved with the implementation of a new lot. There was no adverse impact to patient management reported.

Manufacturer narrative:
Cell-dyn sapphire hemoglobin syringe, concomitant medical products: architect i2000 analyzer, list # 8c89-01, cell-dyn sapphire hemoglobin syringe evaluation: no method, results or conclusions can be made at this time. Upon further review, the customer issue is now associated with remedial action reporting number 1415939-2/27/09-003-r, as the lot of the suspect reaction vessel was in use at the customer facility. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Evaluation: the investigation unit has evaluated this customer complaint and has determined that it is not associated with remedial action reporting number (B)(4) and is therefore unassigned. This is the final report.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
It was reported that during a drug clinical study, an intravascular ultrasound catheter (ivus) was used in a percutaneous coronary intervention (pci) procedure and while crossing the lesion, an artery dissection occurred; including circumflex and anterior descending arteries. Patient was reported to be in cardiogenic shock. The area of dissection was treated with six stents. Patient stabilized and the artery flux was normalized. Patient was discharged approximately a week later. Sometime later, post discharge, the patient reported chest pain. Stent occlusion was diagnosed. The patient underwent a CABG procedure in early 2009.